Manufacturer narrative:
The lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon receipt at medtronic¿s quality laboratory, the handle was intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to fully advanced and retracted positions and locked in place when released. The distal tip of the capsule seated flush against the plunger tip when fully advanced. A kink observed on the proximal end of the capsule is consistent with tracking over the aortic arch. Tiny abrasions and stress marks were observed along the distal tip of the capsule. Damage noted on the drive screw was consistent with damage caused during clicking of the unit. Simulation testing was completed with a 31mm valve, with both loading and deployment completed successfully with no clicking noted. The complaint could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve; after rotating the micro knob several times during deployment of the valve, the capsule would not move to deploy the valve. The entire system including the dcs and valve was removed from the patient. The valve was loaded on a new catheter. Again, the capsule would not move to deploy the valve after several turns of the micro knob. The dcs and the valve were removed from the patient. A new catheter was used along with a new valve. During deployment and the micro knob still had difficulty moving the capsule for deploying the valve. The implanter used the macro knob to deploy the valve, stopping at the 2/3 mark, tension was applied to the system and the valve was fully deployed; however it dove 8 mm and was snared into an ideal position of 4mm. The patient remained stable and was reported to be doing well.

Manufacturer narrative:
Product analysis: the product has been returned and continues to undergo evaluation. Conclusion: at the conclusion of the analysis/investigation, a follow up report will be submitted. (B)(6). (B)(4).